Event description:
It was reported that the ilet experienced a communication interruption with a dexcom g7 sensor while the dexcom app on the mobile device continued to display connection, and the user was guided to toggle the cgm setting between g7 and g6 on the pump, re-enter the sensor code, and initiate pairing, after which the pump entered pairing mode and the user was informed of the pairing period. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included restoration efforts through user-guided troubleshooting and education. Investigation included remote technical troubleshooting steps to re-establish cgm-to-pump communication. Investigation of this case revealed a loss of communication between the pump and cgm that was addressed by reconfiguration and re-pairing, consistent with intermittent connectivity behavior resolved through standard procedures. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action for a transient communication issue.